Manufacturer narrative:
.

Event description:
It was reported that a week after the pt was reprogrammed, she experienced shocking/jolting sensations while sitting. The device was painful and sticking out of her skin. It was not red, swollen, or bruised. Also, a couple of weeks prior, a person bumped into the pt's hip and it was painful. Further information is being requested at this time.